Event description:
The pump was returned for investigation. Investigation revealed that the display screen was damaged and there was contamination under the contrast and up key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons responded appropriately. The keypad was removed to check condition of the button contacts and there was contamination under the contrast and up key contacts. Evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. Unrelated to the complaint, evaluation revealed a cracked display lens at down right corner. (B)(6). Device history record review was conducted on 04/01/2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.